Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the helix on this right atrial (ra) lead became stuck. It was also noted that the pacing impedance measurements were high. A different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.